Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the laser fibers wore down and one fiber tip was completely missing during a therapeutic, laser lithotripsy of the bladder stone procedure. Upon further review, it has been determined that the event is not a reportable event. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, laser fiber break/damage, could not be identified. Based on the available details, inspection and testing of the reported device could not be performed due to device not returning. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 4 laser fibers wore down and one fiber tip was completely missing during a therapeutic, laser lithotripsy of the bladder stone procedure. The procedure was completed, however multiple laser fibers were used. The procedure was prolonged approximately 10 minutes due to opening additional fibers. The patient's anesthesia or sedation was extended by approximately ten minutes. The condition of the patient was not impacted by the failure and there were no reports of patient harm.